Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open splenectomy procedure. The stapling devices were being used for the transection of the splenic artery. The stapler was closed and the green button was pressed, but the stapler would not fire. The surgeon was not able to squeeze the handle. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The anvil clamping mechanism was deformed on the first loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed secondary damage was misuse of the product. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open splenectomy procedure. The stapling devices were being used for the transection of the splenic artery. The stapler was closed and the green button was pressed, but the stapler would not fire. The surgeon was not able to squeeze the handle. In order to resolve the issue and complete the case, another manual stapling handle and reload were opened and used. The patient outcome is reported as no injury.